Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was no downstream occlusion (dso) alarm. Alarmed for air in line with remaining reservoir volume at 61.3ml. The 250 ml IV bag was found to be empty. On inspection by biomed the pump was found to have a faulty downstream occlusion sensor. Pump did not alarm for dso significant under delivery report while in patient use. There was unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 7/10/2025. H3: one device was received for analysis of complaint of no downstream occlusion (dso) alarm. There were no services previously reported. Event history was reviewed and there are no errors related to the complaint. Visual and functional testing was performed. Visual inspection showed dso sensor damage. The complaint was confirmed, and the dso sensor was replaced. Performance verification tests were performed and all tests exceeded specifications.